Event description:
It was reported by the affiliate that the device did not cut during a hemorrhoidectomy. The case was completed with another device. There were no consequences to the pt. There is no further info available.